Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the case while using the thermocool® smart touch¿ bi-directional navigation catheter, a perforation of the right atrium (ra) was discovered by ultrasound. Pericardiocentesis was performed, and 500ml of fluid was drained from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that the perforation was caused by a steam pop that occurred during the cavotricuspid isthmus (cti) ablation. No biosense webster, inc. Product malfunction was reported. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Ablation was performed prior to noting the effusion. After the steam pop, a notable effusion was observed. The flow setting was standard at 8ml/min at 45 watts. No error messages were observed in any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard and vector. The parameters for stability used with the visitag module were 2mm, 4 sec, respiratory gated. No additional filters were used. The color option used prospectively was impedance drop 5-15.